Manufacturer narrative:
The date of this submission is 18-nov-2015. This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8041154-2016-00011. The manufacturer report number for the second product in this case is 8041154-2016-00012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 21-oct-2016 from a (B)(6) caucasian male consumer reporting on self from the united states of america. The consumer did not have any known medical history was not taking any concomitant medications. The reported weight of the consumer was 122 kilogram. On (B)(6) 2016, the consumer started using band aid brand sheer bandages cutaneously two pads twice to cover cut, scrape, small wound or bite on leg (lot number 0346b and expiration date unspecified). On the next day, the consumer developed itching and when he removed the bandage there was a burnt square on his leg with little bumps visible just outside where the bandage was applied which consumer described as reaction. He, then applied second bandage and did not use the device further. The burnt looking rash started to spread on his other leg. On (B)(6) 2016 the consumer went to the emergency room and was admitted into the hospital for three days. He was treated by unspecified antibiotics and steroid which did not help .the physician performed several unspecified tests and one test for lime disease was found to be negative. The doctor diagnosed the events as an allergic reaction but they were not convinced that it was from the band aid adhesive. The consumer stated that the burnt looking rash had spread to his arms, back and face. He further mentioned that the rash was very itchy and he took benadryl (diphenhydramine) for it. The events did not resolve. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information was received on 14-nov-2016. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Product met specification as documented in the records and retains sample review. Since no evidence was found supporting the consumers allegations, this complaint was closed with disposition of undetermined. Complaint trends will continue to be monitored. This report remains as serious.

Manufacturer narrative:
The date of this submission is 10-nov-2015. This is an initial submission for the first product in this case. The manufacturer report number for this submission is 8041154-2016-00011. The manufacturer report number for the second product in this case is 8041154-2016-00012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on (B)(6) 2016 from a (B)(6) year-old caucasian male consumer reporting on self from the united states of america. The consumer did not have any known medical history was not taking any concomitant medications. The reported weight of the consumer was (B)(6) kilogram. On (B)(6) 2016, the consumer started using band aid brand sheer bandages cutaneously two pads twice to cover cut, scrape, small wound or bite on leg (lot number 0346b and expiration date unspecified). On the next day, the consumer developed itching and when he removed the bandage there was a burnt square on his leg with little bumps visible just outside where the bandage was applied which consumer described as reaction. He, then applied second bandage and did not use the device further. The burnt looking rash started to spread on his other leg. On (B)(6) 2016 the consumer went to the emergency room and was admitted into the hospital for three days. He was treated by unspecified antibiotics and steroid which did not help .the physician performed several unspecified tests and one test for lime disease was found to be negative. The doctor diagnosed the events as an allergic reaction but they were not convinced that it was from the band aid adhesive. The consumer stated that the burnt looking rash had spread to his arms, back and face. He further mentioned that the rash was very itchy and he took benadryl (diphenhydramine) for it. The events did not resolve. This report was assessed as serious (required intervention) and company causality was assessed as related

Manufacturer narrative:
The date of this submission is 21-feb-2017. This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8041154-2016-00011. The manufacturer report number for the second product in this case is 8041154-2016-00012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 21-oct-2016 from a (B)(6) caucasian male consumer reporting on self from the united states of america. The consumer did not have any known medical history was not taking any concomitant medications. The reported weight of the consumer was 122 kilogram. On (B)(6) 2016, the consumer started using band aid brand sheer bandages cutaneously two pads twice to cover cut, scrape, small wound or bite on leg (lot number 0346b and expiration date unspecified). On the next day, the consumer developed itching and when he removed the bandage there was a burnt square on his leg with little bumps visible just outside where the bandage was applied which consumer described as reaction. He, then applied second bandage and did not use the device further. The burnt looking rash started to spread on his other leg. On (B)(6) 2016 the consumer went to the emergency room and was admitted into the hospital for three days. He was treated by unspecified antibiotics and steroid which did not help .the physician performed several unspecified tests and one test for lime disease was found to be negative. The doctor diagnosed the events as an allergic reaction but they were not convinced that it was from the band aid adhesive. The consumer stated that the burnt looking rash had spread to his arms, back and face. He further mentioned that the rash was very itchy and he took benadryl (diphenhydramine) for it. The events did not resolve. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information was received on 14-nov-2016. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Product met specification as documented in the records and retains sample review. Since no evidence was found supporting the consumers allegations, this complaint was closed with disposition of undetermined. Complaint trends will continue to be monitored. This report remains as serious. Additional information was received on 22-nov-2016. On an unspecified date, the consumer consulted a healthcare professional who assessed that the events were resolving. The doctor prescribed her benadryl (diphenhydramine) after last visit and she continued taking steroids. It was reported that since 07-oct-2016, the events were resolving and consumer still had itching but it was it was better. The report remains serious. Additional information was received from the physician on 10-feb-2017. The medical history included hypertension. On (B)(6) 2016, the consumer was hospitalized and was diagnosed with rash and cellulitis of right leg. On (B)(6) 2016, he got discharged from the hospital. After an unspecified duration in 2016 the events resolved. The report remains serious and company causality was assessed as not related for cellulitis.

Manufacturer narrative:
The date of this submission is 06-dec-2016. This is a follow up submission for the first product in this case. The manufacturer report number for this submission is 8041154-2016-00011. The manufacturer report number for the second product in this case is 8041154-2016-00012. This closes out this report unless other additional significant information is received.

Event description:
This spontaneous report was received on 21-oct-2016 from a (B)(6) male consumer reporting on self from the united states of america. The consumer did not have any known medical history was not taking any concomitant medications. The reported weight of the consumer was (B)(6). On (B)(6) 2016, the consumer started using band aid brand sheer bandages cutaneously two pads twice to cover cut, scrape, small wound or bite on leg (lot number 0346b and expiration date unspecified). On the next day, the consumer developed itching and when he removed the bandage there was a burnt square on his leg with little bumps visible just outside where the bandage was applied which consumer described as reaction. He, then applied second bandage and did not use the device further. The burnt looking rash started to spread on his other leg. On (B)(6) 2016 the consumer went to the emergency room and was admitted into the hospital for three days. He was treated by unspecified antibiotics and steroid which did not help .the physician performed several unspecified tests and one test for lime disease was found to be negative. The doctor diagnosed the events as an allergic reaction but they were not convinced that it was from the band aid adhesive. The consumer stated that the burnt looking rash had spread to his arms, back and face. He further mentioned that the rash was very itchy and he took benadryl (diphenhydramine) for it. The events did not resolve. This report was assessed as serious (required intervention) and company causality was assessed as related. Additional information was received on 14-nov-2016. Device history records were reviewed and no deviations or non-conformances were noted. Visual inspection was performed on the retain samples and all results met specification. Product met specification as documented in the records and retains sample review. Since no evidence was found supporting the consumers allegations, this complaint was closed with disposition of undetermined. Complaint trends will continue to be monitored. This report remains as serious. Additional information was received on 22-nov-2016. On an unspecified date, the consumer consulted a healthcare professional who assessed that the events were resolving. The doctor prescribed her benadryl (diphenhydramine) after last visit and she continued taking steroids. It was reported that since (B)(6) 2016, the events were resolving and consumer still had itching but it was it was better. The report remains serious.